Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). After a non bsc guide catheter crossed the lesion, the 38 x 3.50 promus premier¿ drug eluting stent was advanced to treat the lesion. However, the stent came into contact with a port of the guide catheter and was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted, damaged & stretched distally out over the distal tip of the device. This type of damage is consistent with the stent encountering resistance while withdrawing. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft and shaft polymer extrusion profiles. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). After a non bsc guide catheter crossed the lesion, the 38 x 3.50 promus premier¿ drug eluting stent was advanced to treat the lesion. However, the stent came into contact with a port of the guide catheter and was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.